Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal patient experienced peritonitis. The cause of the event was not reported. It was not reported if the patient was hospitalized for the event. Treatment details and action taken with dianeal therapy were not reported. At the time of the report, the patient had not recovered. No additional information is available.